Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he noticed that the vision was blurry and was told that the lens rotated 34 degrees. The consumer sought a second opinion and reported that he is wearing a contact lens on the right eye. There has been no change in the blurry vision since he compared it with the fellow eye the day of surgery. He was informed by a doctor that the vision could be corrected with glasses, contacts and that the lens could be repositioned. According to the consumer, a doctor informed him that the lens could have been "mispositioned" from the beginning and that the iol is working well. Additional information was provided by the surgeon, who reported that the cause of the event was a very long axial length of 28.09. The patient has large residual cylinder. The patient's issues have not resolved. He is considering an iol rotation with a capsular tension ring. The patient is not sure if he wants to go through with that. The prognosis is good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer, who reported that last week he had his iol repositioned with a different ophthalmologist. His vision is 20/40. The iol was rotated 10 degrees in the opposite direction. The consumer was prescribed steroid and non-steroidal eye drops.

Event description:
Additional information was provided via medwatch form (mw5090172) indicating that the consumer reported that the vision did not improve as expected. The implant was positioned more than 30 degrees from the desired axis established during the pre-operative measurements. A subsequent repositioning surgery reduced the deviation to 10 degrees and another after that to 5 degrees; however, the vision in the affected eye only improved to 20/30. After the second revision, the consumer was advised that further attempts at surgical repositioning were not recommended. The consumer must wear glasses to correct to 20/20 vision. According to the consumer, ¿I was not told pre-op that I was contraindicated for this device and therefore went ahead with the procedure, but after 2 different surgeons performed a total of three surgeries I have doubts that the surgical technique is robust and accurate enough in all aspects to assure an acceptable outcome¿.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).